Event description:
The patient underwent an abdominal aortic aneurysm procedure on (B)(6), 2011. After completion of the proximal anastomosis and removal of the clamp, a blood leaking was observed at the bifurcation of the vascular prosthesis. The bifurcation area was clamped to stop bleeding. On distal end of the branch was anastomosed to complete the procedure (bifurcated prosthesis used as a straight graft). There was no reported patient injury and the graft remained implanted.

Manufacturer narrative:
Note: all information contained in this report was provided by the manufacturer. The remaining fragment of the complaint device was sent to an outside laboratory for scanning electron microscopy analysis. Results: a review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. The review of the water permeability testing of nine product coated on the same day as the complaint device indicated values within product specifications. Method: one product coated on the same day under the same conditions as the complaint device underwent water permeability testing. Test result indicated a value well within product specifications. Conclusions: no conclusion can be drawn until the graft evaluation is completed.